Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The otw promus 3.5 x 08 mm stent indicated is being filed under the same manufacturer report number. Device evaluation: the stent remains in the anatomy. In this case, there was no reported product deficiency and the stent delivery system was not returned. The reported patient effect of cerebrovascular accident (stroke), as listed in the instructions for use (IFU), is a known adverse patient event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported via a trial that 23 days post index stenting procedure the subject presented to the emergency room with complaints of pain, dizziness, paresthesias, which had began 2 to 6 hours earlier, and numbness in the left arm which had been going on for some time. It was noted that the neurological symptoms are focal; they occurred after standing up. The subject recently had a left heart catheterization with stenting. There was concern about stroke. A computed tomography (CT) scan of the head without contrast showed no acute intracranial hemorrhage or midline shift and there was a likely chronic lacunar infarct in the left basal ganglia, internal capsule region. It was noted that the subject had a fall in the bathroom approximately two months prior and has had pain and numbness in the left elbow and left arm off and on. There was no reported chest pain, nausea or vomiting. It was noted as sensory deficit in the left arm which lasted greater than 24 hours but resolved. The subject was started on zocor and will continue home medications and can have ibuprofen for pain. Though requested, no additional information was provided.